Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a shock while walking. Technical services (ts) reviewed the available data and indicated that the recorded rhythm appeared to be a conducted rhythm consistent with atrial fibrillation with rapid ventricular response, which met detection criteria within the ventricular fibrillation (vf) zone, resulting in inappropriate therapy delivery, including anti-tachycardia pacing (atp) and shocks, with therapy noted to be exhausted. Review indicated that therapy did not induce, alter, or accelerate the arrhythmia, and the post-therapy rhythm remained atrial fibrillation. Ts provided programming recommendations. This ICD remains in service. No additional adverse patient effects were reported.